Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings:.the pump was visually examined and found that the display screen lens was scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that the pump display screen had a deep scratch that went right through the screen protector. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.